Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic ventral repair procedure, half way into the procedure while the surgeon was employing a whip stitch, with all the three strands, the needle fell off of the suture at the "swedge". Surgeon described it as the suture basically falling right out of the swedge hole. All before being used at all. The needle fell into the cavity and was retrieved by the surgeon using the robot. A new device with a different lot number was used to complete the case. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.